Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The recurrent mr and tissue injury appear to be related to the slda. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. While adjusting the clip in the left atrium, a small amount of air was observed. The physician proceeded with the deployment of the clip. Suction was used to successfully remove the air. Mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure. On (B)(6)2024, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. Tissue damage was observed on the posterior leaflet.